Event description:
It was reported that: "dr. (B)(6) was doing an onyx embo of a mma. He was using a 6x12 eclipse in a sub 2mm vessel. He went to remove the balloon and it was stuck in the cast. After several attempts and stretching of the catheter the eclipse balloon fractured leaving a portion of the balloon and catheter behind. Dr. Stone performed an endarterectomy to remove the catheter and balloon from the carotid artery. He was able to retrieve all of the balloon and catheter."

Manufacturer narrative:
Balt USA reference: # (B)(4). The product was not available for analysis. Supplier balt extrusion provided their investigation of the reported issue, summary provided as follows: the affected catheter eclipse2l has not been returned to balt extrusion for inspection. This investigation is based on the incident description, the device history records, and the data gathered during our post-marketing surveillance program for such failures. During our review of the lot history record (lhr) and the manufacturing process of the eclipse2l, we noted that: the braid, the tube, and the balloon are 100% controlled with a visual inspection during the manufacturing process. A tightness test of the balloon is also performed on every unit per manufacturing process instruction. The integrity of the microcatheters is 100% controlled. We did not observe any anomaly that could potentially explain the reported issue. There is no other complaint registered on this lot number to date. By correlating this information with our post-marketing surveillance program, such blockages are generally caused by the embolic agent reflux beyond the catheter's distal extremity during the injection, then unlikely linked to the eclipse2l device. The incident description mentioned that the eclipse2l was entrapped into the injected embolic agent: "he went to remove the balloon, and it was stuck in the cast"). We were not able to identify the conditions under which the issue occurred and which manipulations were applied by the physician. However, based on our post-marketing surveillance program, such blockages are likely caused by the embolic agent reflux beyond the catheter's distal extremity during the injection, then unlikely linked to the eclipse2l device. Unable to identify the conditions under which the damages mentioned ("patient was taken to surgery for endarterectomy to remove the balloon from the carotid artery.") Could assuredly be linked to the device removal attempts following the device jailing. In conclusion, the incident reported (embolic agent trapping) cannot be linked to a potential technical failure of the balloon catheter eclipse2l. Manufacturing records complied with specifications, and the product was not available for inspection. A comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. No such increase in the rate of occurrence has been observed. However, this issue will remain subject to continued tracking.